Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction)? - local: punctate itching rash around scar site (supraumbilical) with reddening of skin. Intense local pruritis around wound and umbilical area. Systemic: generalised and persistent pruritis no generalised rash. What was the onset date, time from the index surgery? Periumbilical itching within first 24 hrs of operation. Was medical intervention required to treat the patient condition? Results? - patient was prescribed antihistamines and flucloxacillin / coamoxiclav. Received a single dose of hydrocortisone because of severity of symptoms. Microbiology culture swabs taken but no growth of any organisms. Severity and persistence of symptoms has led to consideration of removal of mesh but this has not yet been done. Does the patient have known allergic history to medical device, food or medications? - none known. Mother has possibly had ige problems and reaction to trimethoprim. Little detail known by patient. Patient did have a course of trimethoprim 2 months prior to surgery but had no reaction at the time. Was there any allergy testing performed? If yes, results? Patient has been referred to an allergy clinic. No results available yet. What is the product code and lot# of the mesh? I will ascertain this information and forward to you. How is the patient today? Periumbilical rash has settled but she is still suffering from intense generalised pruritis which does not respond to antihistamines. Scratching continuously.

Event description:
It was reported that the patient underwent a paraumbilical hernia repair procedure on unknown date and the mesh was implanted. Within first 24 hours of the procedure, the patient experienced periumbilical itching. The patient developed a punctate itching rash around supraumbilical scar site with reddening of skin, intense local pruritus around wound and umbilical area. The patient was prescribed antihistamines and flucloxacillin / coamoxiclav. The patient received a single dose of hydrocortisone because of severity of symptoms. Microbiology culture swabs were taken but no growth of any organisms was found. Severity and persistence of symptoms has led to consideration of removal of mesh but this has not yet been done. The patient has been referred to an allergy clinic, but no results are available yet. Periumbilical rash has settled but the patient is still suffering from intense generalized and persistent pruritus which does not respond to antihistamines. The patient is scratching continuously.